Event description:
Customer reported receiving erratic readings on her precision xtra blood glucose meter. Customer reported receiving readings of 342 mg/dl and 82 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. The device (B) (4) has been returned and an investigation utilizing the returned meter, control test strip (lot no: 43990), control calibrator (lot no: 67041) and retained control solution (lot no: 64676q101) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. Additionally, a review of the meter's internal memory log revealed the presence of the reported results, as reported.